Event description:
No further event information at time of this report.

Manufacturer narrative:
H6: proposed component code: mechanical (g04) - impactor. Visual and dimensional evaluations of the product could not be performed as no product was returned. The provided pictures identified the product as broken. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : see h10 narrative.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for evaluation as the product has been discarded. The investigation is in progress. Upon completion of the investigation, a follow up MDR will be submitted.

Event description:
It was reported that during an initial left total knee arthroplasty, an impactor head instrument fractured during impaction of the tibial component. There was no surgical delay or patient impact as a result of this malfunction. It was reported that no further information is available.